Event description:
Voluntary medwatch received reported: while asleep my tandem t:slim x2 insulin pump dispensed a very high bolus of insulin automatically without any confirmation from me. I have no recall of entering the insulin bolus of 14 units. I was awakened by an alarm from my dexcom cgm that my glucose was rapidly falling 10 a dangerously low level. I discovered that the amount of insulin units delivered was 14 units equal to 98 carbs of food (3x my normal meal amount). I immediately shut all insulin pump deliveries off. I needed help fast and would certainly pass out soon. I woke my husband who had some emergency inhaled glucagon on hand but we decided to have me drink enough juice (3 cups) 10 cover the carbs. We tracked my real time glucose values using my glucose meter. After -15 minutes of watching the glucose. And drinking the juice. My glucose went from 45 and dropping to 100 mg/dl (normal). My husband and I called tandem tech support to report what happened. The specialist determined that I was out of danger and the control iq automatic feature was turned off before writing down a report of the details of the pump failure. He/she (no name) assured us that we would get a return follow-up call the next day from a higher-level person who could determine how 10 handle the pump failure. All night I continued 10 monitor my glucose and drink juice when it was low. On (B)(6) 2025 I did not receive 3 call back from anyone at tandem diabetes care. (B)(6) 2025 I called my endocrinologist. Dr (B)(6) 10 report the insulin pump event and ask if! Should call tandem and request an immediate insulin pump replacement. I received an email message from her nurse (B)(6). Rn to contact: tandem tech support: 877 801 6901; 1/26/2025 I sent an email to: (B)(4) (clinical trainer), (B)(4). On 01/27/2025 (B)(4) at tandem diabetes technical support called back to report that the tandem insulin pump data recorded a patient override bolus of 14 units.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Related MDR report # mw5165803. B5 continued: she stated that the pump tandem control iq automatic software program did not deliver the high 14 units of insulin according to the history data recorded on the pump. She did agree to send me a new tandem pump replacement. Why? But I had no reason to make a bolus according to the pump data history. But I had fallen asleep before the time of the bolus? Accident or pump software life threatening issue?? Other users have documented on social media that similar issues have happened."